Manufacturer narrative:
According to the information received, it was reported that after the procedure had been completed and the carto vizigo sheath was removed from the body, it was noticed that the tip of vizigo sheath was damaged. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator, the tip was found in good condition. The dilator was introduced through the sheath, and no obstruction, resistance, or dislodgement was felt. The device was sent to the supplier also to analyze the device and no damage was noticed, all components were undamaged and in the correct places. According to the photos provided by the customer, foreign material was observed on the tip of the catheter introduced through the sheath, however, the investigation results showed that the material found was not part of the vizigo sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. The tip-separated issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the material found on the catheter could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade; prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and after the procedure had completed and the vizigo sheath was removed from the body, it was noticed that the tip of vizigo sheath was damaged. The medical team stated that the sheath tip appeared to have been slipped off. The medical team found that the rubber ring at the tip of the vizigo sheath had been dislodged. Upon inspection, the rubber ring was on the qdot catheter that had been used in the procedure. There was no difficulty in maneuvering the catheter within the sheath or removing the catheter from the sheath. There was no resistance felt within the sheath either. No patient consequences were reported.